Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4).this report for a leak was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause could not be determined due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting, the customer reported to baxter's technical service center that they heard a noise like something was leaking. The home patient (hp) then noticed there was solution on the floor. The hp stated that this happened a couple nights before. The tsr recommended that if the hp has any issues with the homechoice machine the hp should contact baxter at the time she has the issues. The tsr arranged to have the cycler swapped. Baxter product surveillance contacted the hp on (B)(6) 2011. The hp stated that they had heard a sound like water pouring from a bottle. The hp stated when she heard the sound she checked all clamps and supplies, but could not find any leaks anywhere. The hp stated that after starting over with new supplies no further issues were found. No further information is available. The hp stated that this was an isolated event. The hp did not develop any adverse reactions or need any medical intervention due to this event.